Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio flex meter was reading inaccurately erratic and inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2016 at 08:00am the patient obtained results of "45, 22, 156 and 206mg/dl", within 20 minutes of each other on the subject meter. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. In addition the reporter stated that the patient felt that the result of 206mg/dl was inaccurately high in comparison to his feelings or normal results. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with metformin pills and insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient developed a symptom of "shaky" ten days after the alleged issue however the reporter denied that the patient received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.